Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 384 mg/dl, dizziness, and a fall resulting in customer sustaining a head laceration. The cause of the elevated bg level was unknown. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER 5 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.